Event description:
Received fax from corporate indicating attorneys request for any product info regarding a 3.4 cm button. Button had been placed and became separated from the stomach wall lining following procedure, leading to intra abdominal peritonitis and pt's eventual death.